Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2017-32948. During a follow-up, it was noted that the right atrial (ra) lead had become dislodged. The dislodgement was confirmed via x-ray. A lead revision procedure was performed and the ra lead was repositioned successfully. During the revision procedure, the right ventricular (rv) lead was repositioned as it had not been optimally positioned during the original implant procedure. However, it was not possible to fit the stylet into the rv lead. Several attempts to reposition the rv lead were made which resulted in a decrease in capture. The rv lead was explanted and replaced and the patient was stable.